Manufacturer narrative:
(B)(6). The original implant procedure occurred on an unknown date approximately one (1) month ago. The complainant parts were not explanted during the revision procedure on (B)(6) 2015. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) procedure of the left and right proximal tibia approximately one (1) month ago due to a zip-line incident. The patient was implanted with two (2) plates and multiple screws. On an unknown date thereafter, a non-union of the left proximal tibia was identified with insufficient reduction. The right proximal tibia showed union. A revision surgery took place on (B)(6) 2015 during which the original hardware on the left proximal tibia (1 plate and 9 screws) was left intact and in place. An additional plate was implanted with additional screws. The procedure was completed successfully without delay (in fact, it was completed ahead of schedule). The patient's postoperative status was reported as "fine". This report is for nine (9) unknown screws. This report is 2 of 2 for (B)(4).